Manufacturer narrative:
Concomitant medical products: 9528 icm, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high sensing integrity counter (sic) values with no evidence of oversensing. The lead remains in use. No patient complications have been reported as a result of this event.